Event description:
The reporter indicated that at implant, atrial sensing could not be obtained even when using aa1. The device was not implanted. It should be noted that the cut on the lead body was made by the doctor when extracting the lead. The doctor decided to use a dual chamber system.